Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during helix extension/retraction at the time the lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow-up. As such, a revision procedure was performed, wherein, an attempt was made to reposition the lead. After repositioning the lead, it exhibited helix extension / retraction issues and could not be placed. The lead was removed, replaced, and returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been returned to boston scientific. Analysis will be performed and this report would be updated at that time, should further pertinent information be provided.

Event description:
It was reported that this right atrial (ra) lead was found dislodged during routine follow-up. As such, a revision procedure was performed, wherein, an attempt was made to reposition the lead. After repositioning the lead, it exhibited helix extension / retraction issues and could not be placed. The lead was removed and replaced. No additional adverse patient effects were reported.